Event description:
Customer reported receiving a lost sensor alert. He did not know the blood glucose reading. He stated that the transmitter was correctly entered into the insulin pump. He reported that the transmitter was not blinking when disconnected from the charger. The transmitter failed the test plug procedure. Customer stated that there was no damage od the connection bridge or pins. Nothing further was reported.

Manufacturer narrative:
The transmitter was unable to charge due to a damaged pin. The functional test could not be performed due to the charge anomaly. The transmitter also had contamination on pins.